Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that several buttons of the insulin pump had to press multiple times for action. The customer reported that the insulin pump was showing an incorrect amount of insulin on the pump versus what actually in the reservoir very frequently, the insulin pump lost settings during battery change and the insulin pump was receiving no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.